Event description:
It was reported that the pt underwent a device revision. The reason for the revision was unknown. Additional info has been requested, but was not available as of the date of this report.